Event description:
It was reported the customer had a calibration error alarm and a change sensor alarm. The customer also reported inaccurate readings with their sensor. Customer stated their sensor glucose was 52 mg/dl and their blood glucose was 326 mg/dl. It was also found the customer's threshold suspend feature would be prompted due to the inaccurate readings. Customer also reported a bad sensor alert. Customer's blood glucose 161 mg/dl at the time of the call. The customer's sensor will be replaced. No additional information provided.

Manufacturer narrative:
A complete analysis and testing of the sensor showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.